Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿treatment outcome of endoscopic papilla resection for duodenal papillary neoplasmy¿. The literature reported the result of 55 cases of the endoscopic papillectomy (ep) procedures for patients with adenoma lesion using olympus duodenovideoscope model tjf-260v and boston scientific electrosurgical snare model captivator from (B)(6) 2006 to (B)(6) 2018. In the subject cases, 5 cases of acute pancreatitis, 9 cases of acute cholecystitis and cholangitis, and 1 case of hemorrhage occurred as early contingencies. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc is submitting MDR according to the number of the adverse events. 5 reports for acute pancreatitis, 9 reports for acute cholecystitis and cholangitis, and 1 report for hemorrhage are being submitted. This report is for 8 of 9 reports for acute cholecystitis and cholangitis.